Event description:
It was reported by a sales rep that a revision surgery was necessary to replace an xpand cage which has lost height after four months. The cage was originally placed in the pt (B)(6) 2011. Revision surgery took place (B)(6) 2012.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval, and a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the description of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the xpand corpectomy spacer small 22 x14 3.5/3.5 deg 32-40mme design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction.